Event description:
Pt had implant of a bifurcated device, proximal extension, and two limb extensions approximately two years ago (2007). Recent CT showed a distal type I endoleak; placement of a flared limb extension successfully sealed the leak.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The device met specifications prior to release. Due to lack of info, no conclusion can be drawn at this time.